Event description:
The pt was revised to address loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: right hip reason for revision and date of revision, identified products for each hip. Information from crawfords spreadsheet dated 10 apr 2012. Right hip implanted (B)(6) 2006, products -3 -4, revised (B)(6) 2011 due to alval / soft tissue reaction.